Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following pump replacement despite dose escalation patient continued to show little signs of improvement. Physician performed a series of troubleshooting methods which included the following: programmed bolus, catheter aspiration, dye study, CT study, and motor study. There was a noticeable resistance when aspirating the catheter was. This and a lack of response to dose increases, the physician decided to replace the catheter. A catheter replacement procedure was performed on (B)(6) 2012. The patient showed signs of improvement which included a slight reduction in spasticity and lower ck levels. Patient remained under in-patient observation. Drug delivered via the system was lioresal 2000mcg/ml, 450mcg daily dose. It was later confirmed/clarified that the patient experienced hypertonia following the device system replacement. The patient was further noted as having improved since the revision.